Manufacturer narrative:
One slotted tendon stripper was returned for evaluation. Visual assessment confirmed the reported complaint of breakage. The a portion of the distal tip has broken off and was not returned for examination. The device is over 11 years old and shows normal wear and tear. The shaft is bent. The condition of the device indicates it was likely subjected to excessive force causing the tip breakage. Per the devices instructions for use¿excessive force should not be applied to the instrument when manipulating soft tissue, bone, or hard objects. Misuse of these instruments may result in bent distal tips or jaws; and dull or uneven cutting edge¿. There were no indications that would suggest that the devices did not meet product specifications upon release into distribution.

Manufacturer narrative:
Examination is not possible, as the device has not been returned, however a photograph was provided. The photos show the distal end of the tendon stripper has broken off. The device has been in the field for over 11 years without previous issues. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: excessive force being applied during use. The instruction for use was reviewed and was found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during an unknown procedure the stripper tendon was broken. No back up device was available, no patient injuries or delay were reported.